Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from 21-sep-2022 to 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device had drawer malfunction which impacted the dispensing workflow. The field service engineer tested the entire drawer and found no issues. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system experienced a drawer malfunction that disrupted the standard workflows related to controlled substances. The customer reported that the drawer in question dispensed two vials of fentanyl medication, despite the user requesting only one vial in the operating room. The customer also stated that the station was under non profile and this malfunction scenario has occurred several times on this device. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis anesthesia es system experienced a drawer malfunction that disrupted the standard workflows related to controlled substances. The customer reported that the drawer in question dispensed two vials of fentanyl medication, despite the user requesting only one vial in the operating room. The customer also stated that the station was under non-profile and this malfunction scenario has occurred several times on this device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was concluded that a malfunction in the drawer system impacted the dispensing workflow. A field service engineer conducted multiple tests on all the drawers within the hardware testing application, and no issues were detected with the device. The system functioned as intended.